Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records were reviewed and there were no non-conformances identified that would have contributed to this adverse event. If any additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where the following eleos implants were revised: distal femur, tibial hinge component, poly spacer, and distal femur axial pin. The following eleos implants remained implanted during the revision surgery: segmental stem, tibial baseplate, and stem extension. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2023-00044, #3013450937-2023-00046, #3013450937-2023-00047, #3013450937-2023-00048, #3013450937-2023-00049, #3013450937-2023-00050. The following mdrs were submitted for the same patient: #3013450937-2020-00059, #3013450937-2020-00060, #3013450937-2020-00061, #3013450937-2020-00062.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where the following eleos implants were revised: distal femur, tibial hinge component, poly spacer, and distal femur axial pin. The following eleos implants remained implanted during the revision surgery: segmental stem, tibial baseplate, and stem extension. No additional information regarding this adverse event has been reported.